Manufacturer narrative:
Device evaluation summary: the device was returned with the external slider in the home position. Deformation was evident to the graft cover at multiple points. A bend was evident to the graft cover at the stent graft. There was deformation to the graft cover tip, and there was a 3.5mm gap between the graft cover and the taper tip. While he reported dimensional deviation could not be confirmed in the analysis deformation in-vivo was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis :a series of two (2) images were received capturing the deformation to the graft cover tip material. The material appears to be raised and deformed at the tip with bunching evident over the stent ring. The reported dimensional deviation could not be confirmed from the images received. B5;additional information received ; the patients' blood vessels were tortuous and contained calcified plaques. Before the delivery device was inserted into the body, the surgeon observed an existing gap. No damage was noted to the delivery system or packaging prior to unboxing; the box was sealed when taken off the shelf. It was reported the physician went ahead with the procedure even after noticing the gap on the delivery system as this situation occurred before and it didn't affect the delivery of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft (enlw1613c120ee) was intended to be implanted during the emergency endovascular treatment of a 78mm abdominal aortic rupture. It was reported during the index procedure, after the successful implantation of the endurant main body stent graan endurant stent graft (enlw1613c120ee) was intended to be implanted during the emergency endovascular treatment of a 78mm ruptured abdominal aortic aneurysm on (B)(6) 2024. It was reported during the index procedure, after the successful implantation of the endurant main body stent graft, enlw1613c120ee was planned to be implanted however, it was found that the conical tip of the stent graft limb had separated from the cannula, and there was a gap in the middle. The implantation attempt proved unsuccessful. The physician withdrew the delivery system and replaced with another endurant stent graft limb which was implanted successfully. Per the physician the cause was because the taper tip was separated from the cannula. No additional clinical sequelae were reported, and the patient is fine.ft, an issue arose while attempting to implant the endurant stent graft limb. It was found that the conical tip of the stent graft limb had separated from the cannula, resulting in a gap in the middle. The implantation attempt proved unsuccessful and the physician withdrew the endurant delivery system and replaced with another stent graft limb of the same model, and the implantation was successful. Per the physician the cause of the gap was due to the separation of the tapered tip of the limb from the cannula. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.